Manufacturer narrative:
Correction: additional investigation conclusion: the device was received with the top and bottom housing cracked and damaged. The outer housing was removed, and the reservoir and reservoir cap, ratchet gear teeth, and linkage assembly were observed to be damaged and deformed. Damage and marks in corresponding shapes and positions to the internal component damage were observed on the underside of the top housing. The case description states that the user ran over the pod with their car and the observed internal and external damage aligns with what was reported. It can be determined that these damages occurred post-use and were not the result of manufacturing defects. A complete inspection of pod functionality was unable to be completing due to the investigation being compromised by the post-use damage. As such, a root cause for the reported communication error could not be identified. The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the needle mechanism assembly, drive mechanism assembly, batteries, pcb and rotation sensor assembly. Due to the internal corrosion, the pod data was not able to be recovered, the pod could not be reactivated, and the reported pod communication error could not be confirmed. It cannot be determined if the internal leak caused the reported pod communication error. The exact cause of the reported pod communication error could not be conclusively determined.

Manufacturer narrative:
The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the needle mechanism assembly, drive mechanism assembly, batteries, pcb and rotation sensor assembly. Due to the internal corrosion, the pod data was not able to be recovered, the pod could not be reactivated, and the reported pod communication error could not be confirmed. It cannot be determined if the internal leak caused the reported pod communication error. The exact cause of the reported pod communication error could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250mg/dl while wearing the pod between 4 and 24 hours. Investigation of pod found damage to the cannula. The complaint was originally coded for communication error with high blood glucose levels.